Event description:
It was reported that the user received an urgent low glucose alert after golfing and experienced hypoglycemia, which the user treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information, and no specific device component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.